Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1dt5m, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Patient had infection. Doctor mentioned that they had diabetes that might led to infection. They treated patient with infection and device was removed. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had infection. Doctor mentioned that they had diabetes that might led to infection. They treated patient with infection and device was removed. There were no complications or that no further complications were reported.

Manufacturer narrative:
The other applicable components are: product ID (B)(4) lot# va1dt5m serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the infection was near the pocket. The cause was determined and the infection was resolved.